Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's driveline had a damaged outer layer. A cosmetic repair was performed on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of cosmetic damage to the patient¿s driveline could not be confirmed as no images prior to the repair were provided. Additionally, a specific cause for the reported damage could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03apr2013. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. B) is currently available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook (rev. C) is also currently available. This handbook also contains care information regarding on how to care for the driveline. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The manufacturer is closing the file on this event.